Event description:
It was reported that the patient experienced issues with the insulin gauge not always reflecting the correct amount of insulin in the cartridge. There was no reported impact to the customer's blood glucose level. The patient declined follow-up with customer technical support, and further information regarding the outcome of the event was not obtained.